Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
The patient complained about a decrease in therapy. A representative was called to a catheter revision case on (B)(6) 2014. They did not have details on what the problem was with the catheter, though the issue had been ongoing for a few weeks. When the doctor went into perform the revision, they saw no visible issues and were able to get adequate cerebrospinal fluid (csf) flow. They decided to revise the pump segment anyway, even though there were no obvious issues. The catheter segment was removed and discarded. The patient¿s outcome was requested. The pump contained gablofen.